Event description:
It was reported that the patient with this pacemaker visited the hospital due to arm muscle twitching. It was noted that during interrogation this pacemaker was found to be operating in safety mode which was suspected to be as a result of premature battery depletion. While in the hospital the patient fainted after their heart stopped and a temporary pacemaker was placed. It was noted that a right ventricular (rv) lead failure was also suspected. Subsequently, the pacemaker and rv lead were explanted, and a replacement procedure was scheduled. No additional adverse patient effect were reported. This device has not been received for analysis. Additional information was received that a leadless pacemaker was implanted three days after the explant procedure. Other than the surgical procedure, no additional adverse patient effects were reported. This device has not been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this pacemaker visited the hospital due to arm muscle twitching. It was noted that during interrogation this pacemaker was found to be operating in safety mode which was suspected to be as a result of premature battery depletion. While in the hospital the patient fainted after their heart stopped and a temporary pacemaker was placed. It was noted that a right ventricular (rv) lead failure was also suspected. Subsequently, the pacemaker and rv lead were explanted, and a replacement procedure was scheduled. No additional adverse patient effect were reported. This device has not been received for analysis. Additional information was received that a leadless pacemaker was implanted three days after the explant procedure. Other than the surgical procedure, no additional adverse patient effects were reported. This device has not been received for analysis.

Event description:
It was reported that the patient with this pacemaker visited the hospital due to arm muscle twitching. It was noted that during interrogation this pacemaker was found to be operating in safety mode which was suspected to be as a result of premature battery depletion. While in the hospital the patient fainted after their heart stopped and a temporary pacemaker was placed. It was noted that a right ventricular (rv) lead failure was also suspected. Subsequently, the pacemaker and rv lead were explanted, and a replacement procedure was scheduled. No additional adverse patient effect were reported. This device has not been received for analysis.